Manufacturer narrative:
Dental implant removed due to fracture at collar. Customer does not place camlog implants and does not want a replacement. No information about dental producre or customer available no product returned, no other additional information available. Neither root cause nor any other evaluation result can be provided as no information about product or lot number was provided from customer.

Event description:
Dental implant removed due to fracture at collar. Customer does not place camlog implants and does not want a replacement. No information about dental producre or customer available no product returned, no other additional information available. Neither root cause nor any other evaluation result can be provided as no information about product or lot number was provided from customer.